Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for gastric stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient had been to the hospital 17 times in the past year for related issues including mallory weiss tears and hematemesis, and that the first time it happened was 2015. It was noted that the ins had not been interrogated since 2014 and the patient did not currently have a managing physician. Troubleshooting was not possible at the time of the report due to a lack of access to the product. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient had been hospitalized 17 times over the past year and this was the first time the team thought to check the setting; the setting was checked and they got in touch with a motility specialist. It was noted the motility medications were not good due to side effects and the patient¿s gastroparesis was very severe. The patient was following up with a motility specialist. No further complications were reported/anticipated.